Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). Product analysis: a visual evaluation of the returned advanix-naviflex stent and delivery system was performed. The stent was manually unloaded in order to inspect the stent. The stent was found deformed (opened), additionally, the proximal pigtail was found damaged and the pigtails were deformed (opened). Based on the product analysis, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Patient anatomy and customer maneuvering while the device is being advanced to intended location can bent the stent, also force applied to the device in order to advance it during placement can lead to bend and deform the stent (pigtails), this condition could have affected the device's integrity and generated the reported complaint issue. Therefore the most probable root cause for this event is "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed, no anomalies were found.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography in the common bile duct. The exact event date was not provided. According to the complainant, during the procedure, when they "attepmted" to deploy the stent, the pusher wrinkled and "teh" stent was unable to deploy. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.